Event description:
Information was reported by a company representative regarding a patient receiving an unknown drug via an implanted pump. The indication for use was non-malignant pain and other chronic intractable pain (trunk/limbs). It was reported that the patient had their pump removed on (B)(6) 2016 due to an infection. Further follow up was done to determine drug information, the patient's medical history, if diagnostics were done, and the onset date of the infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The pump was removed (B)(6) 2016 because bacteria was forming in the pump. She didn't know all of the details.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) indicated the patient had been seen at a different office. They stated the patient's catheter was revised on (B)(6) 2016 and then removed on (B)(6) 2016. An hcp from another office stated that no infection was noted, but there was fluid around the pump. They were unable to confirm whether or not the infection was confirmed or if the fluid that was around the pump was tested. No further information was provided regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.